Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The reporter complaints different statistics of atrial pacing in the overview tab compared to the statistics in device memories (aida). In the patient file of the device interrogation on (B)(6) 2016, it was observed the following: overview: rr 63% + pacing 29% + sensing 15% = 107 %. Aida summary: 0% ap. Aida statistics 91% ap. Aida statistics / chronological fu: ap 0%. It should be noted that the subject device is programmed in ddir due to low atrial sensing. An explanation is required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The reporter complaints different statistics of atrial pacing in the overview tab compared to the statistics in device memories (aida). In the patient file of the device interrogation on (B)(6) 2016, it was observed the following: overview: rr 63% + pacing 29% + sensing 15% = 107 %; aida summary: 0% ap; aida statistics 91% ap; aida statistics / chronological fu: ap 0%. It should be noted that the subject device is programmed in ddir due to low atrial sensing. An explanation is required.

Manufacturer narrative:
Preliminary analysis revealed that the inconsistent statistics at atrial side are expected when the device is operating in ddi mode. There is no impact on device behavior.

Event description:
The reporter complaints different statistics of atrial pacing in the overview tab compared to the statistics in device memories (aida). In the patient file of the device interrogation on (B)(6) 2016, it was observed the following: (B)(6). It should be noted that the subject device is programmed in ddir due to low atrial sensing. An explanation is required.